Event description:
The customer reported the system was displaying an iris too large error on the c-arm. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked the system and confirmed the problem reported. He removed and replaced the ffb pcb. The machine works as intended.